Manufacturer narrative:
Approximate age of device- 5 years, 6 months, and 12 days. Manufacturer's investigation conclusion: the patient remains ongoing with the lvad device. The evaluation of the returned portion of the percutaneous lead confirmed an issue that could have contributed to the report of pump stops and low speed events, which were observed in the submitted system controller log file. The submitted system controller log file captured several pump stops and low speed advisory/hazard alarms. These events occurred while the system controller was connected to a power module. Further, elevations in pump power up to 9.5 w and low flow hazard alarms were associated with these events. A distal end percutaneous lead repair was performed on 18sep2018 and the replaced portion was returned in a segment measuring approximately 8.5¿. The outer layers of the lead were severed approximately 6¿ from the metal connector, and the lead was surrounded by tape approximately 1¿ through 5.5¿ from the metal connector. Metal braided shield breakdown was observed adjacent to the metal connector and approximately 2.5¿ through 4.5¿ from the metal connector. Visual inspection of the underlying wires revealed a breach in the insulation in the black and green wires adjacent to the metal connector, exposing the inner conductors. The damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the black or green wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused the pump stops and low speed events observed in the submitted system controller log file. Further, if the exposed conductors of the black and green wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase to phase short could have resulted in pump stops on any power source. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient noticed low flow alarms along with a pump stop alarm before having a seizure at home. The account reported that the patient was admitted and was stable with no alarms occurring since the initial ones. The patient's driveline was assessed but no issues were noted and no alarms occurred. During log file analysis multiple pump stops and low speed advisories were noted. These issues only appear to be occurring while the lvad is connected to the power module. It was recommended by tech services that the patient be connected to battery power until further investigation is completed. On (B)(6) 2018 the patient was on the power module at the mayo clinic (florida) when another pump stop alarm occurred. X-rays of the driveline were performed that were negative for fracture. A percutaneous lead repair was performed on 18sep2018 without issue. The patient was placed on an ungrounded patient cable with no alarms and was discharged prior to a post overnight observation. No additional information has been provided.